Event description:
It was reported that the patient had the artificial urinary sphincter removed due to unknown reasons. A new artificial urinary sphincter consisting of a 3.5cm cuff, pump, and balloon were implanted.

Manufacturer narrative:
Model number/catalog number 72400024. Serial number (B)(4). Batch/lot number 739039018. Gtin 878953000626. Model/catalog description balloon fgs 61-70 cm. Expiration date 10/20/2016. Manufacturer date 11/07/2011. Model number/catalog number 72404127. Serial number (B)(4). Batch/lot number 724578010. Gtin 878953003078. Model/catalog description control pump fgs iz. Expiration date 07/23/2012. Manufacturer date 08/09/2011.

Event description:
It was reported that the patient had the artificial urinary sphincter removed due to unknown reasons. A new artificial urinary sphincter consisting of a 3.5cm cuff, pump, and balloon were implanted. Additional information received indicated the patient experienced recurring incontinence.